Manufacturer narrative:
The customer contacted a siemens technical services consultant (tsc). After evaluation of the data, the tsc determined that the cause of the discordant low bnp results was due to the customer loading siemens base reagent in place of the siemens wash 1 reagent. A siemens field service engineer (fse) was dispatched to the customer site to remove and flush the siemens base reagent from internal components of the instrument. The system is running within specification. No further evaluation of the device is necessary.

Event description:
Discordant, falsely low advia centaur xp results for brain natriuretic peptide (bnp) were obtained on multiple patient samples. The results were reported to the physician. The same samples were tested on the same advia centaur xp and higher bnp values were obtained. There are no known reports of adverse health consequences or patient intervention due to the discordant bnp results.